Event description:
Complainant alleged that while attempting to defibrillate a patient who was in respiratory arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has rec'd.